Event description:
It was reported that impedance check revealed one lead had high impedances and the other lead had low impedance. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy was restored post operation.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.